Event description:
It was reported that there was a little speck on the inside of the packaging. It was noticed when the packaging was opened.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
It was reported the product was thrown away. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: little speck on the inside of the packaging. Probable root cause: uncontrolled environmental conditions. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a little speck on the inside of the packaging. It was noticed when the packaging was opened.